Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the ccd signal wire fluid damage, the segment fluid damage, the control body fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the mechanical base plate fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the light guide base column corroded, the operation channel leak, the remote control buttons cut, the remote control buttons disinfections damage, the distal body worn out, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.